Manufacturer narrative:
The customer contacted the (B)(6) care center (ccc). Quality controls (qc) were within range on the day of the event. The customer checked the instrument files and found clot check errors in the error log. The customer ran a system check, which passed. The customer ran a precision testing, which passed. The customer bleached the integrated multi-sensor technology (imt) system. The customer replaced the imt sensor and found that there was salt build up on the gold pins. The customer cleaned the gold pins. The customer ran a dilution check, which passed. The customer ran qc, which were within range. A siemens headquarter support center (hsc) reviewed the instrument data and no instrument issues were observed in the data files. The hsc discovered that the customer is using a fixed angle centrifuge and spinning the sample tubes for ten minutes. The tube vendor recommended to spin the sample tubes for fifteen minutes. The customer not following the tube vendors recommendations is failure to follow instructions. Hsc concluded that the event could be sample related. The cause of the discordant, falsely depressed na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on two patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.